Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance was noted on the right atrial (ra) lead. During an unrelated procedure, insulation damage was observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.